Manufacturer narrative:
Concomitant medical products: product ID 3093, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they had observed redness at the pocket site. It was further reported that ¿extrusion of the stimulator¿ was observed by a physician. Symptoms of erosion, redness, and swelling at the device pocket were reported to have been associated with the event. There were no external factors reported to have led or contributed to the issue. The complete explant and replacement of the patient¿s system was performed on (B)(6) 2019; the patient was ¿doing well¿ following the surgery. It was noted the patient¿s new device was programmed and the patient reported control of her symptoms. There were no further complications reported or anticipated.